Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was indicated that the surgeon used excessive force that may have contributed to the event. Other than this possibility, a root cause cannot be determined. . A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via email during surgery, the surgeon was using a 24 degree peek truespan. He kept forward pressure as he deployed the anchor and the needle of the device broke off. He initially deployed the first anchor. It took about 10 minutes before he was able to find and then remove the fragment. Additional information received on 8-21-2017: the first implant was removed by pulling it out. This failure did not delay the procedure greater than 30 minutes. Surgeon used a combination of grasper and hemostat to remove fragments. Procedure was completed without any further incidents. Needle broke where the needle angle changed. The shaft of the needle remained in the sheath, only the distal tip broke off. Surgeon used excessive force.